Event description:
It was reported asymptomatic patient presented in clinic during follow up. Device exhibited post paced t wave oversensing. Programming changes were made. Patient condition was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.